Manufacturer narrative:
Motor error alarmed during rewind due to corroded motor home switch. The pump was unable to perform displacement test due to motor error alarm. The pump had no blank display, black screen anomaly or flashing screen anomaly. The act button responded properly. The pump had severely scratched display window, broken battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 220 mg/dl. The customer stated that there is a crack where you screw the battery in and it happened about two months ago. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.